Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received the gunther tulip filter post trauma. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "muscle soreness, chronic back pain", and stress. Per a computed tomography (CT) abdomen: "an ivc filter is noted. The superior tip of the filter abuts the medial wall of the ivc, with medial tilting of the ivc filter with respect to the ivc of approximately 11 degrees. The tip of filter likely contacts the medial wall of the ivc at the level of the right renal vein. The tip of the ivc filter is at the lower margin of the lowest renal vein (right renal vein). No significant cranial or caudal migration. No circumaortic or retroaortic renal vein identified. Struts are currently described as anterior, posterior, medial and lateral. The medial strut abuts the lateral wall of the abdominal aorta on coronal 48, series 601. In the axial plane, medial strut perforation estimated at 2 mm. There is suggestion of slight perforation of the anterior strut of approximately 2 mm as well. Tip of the anterior strut contacts the posterior margin of the third portion of duodenum. Tip of the lateral strut lies just lateral to the wall of the ivc by approximately 1.5 mm in the axial plane and courses near the posterior wall of duodenum. The posterior strut appears to extend into a lumbar draining vein on axial 195, series 3. The ivc appears normal in caliber without obvious stenosis. No significant strut fracturing, bending, or fragmentation".

Manufacturer narrative:
] Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/inferior vena cava perforation, tilt, muscle soreness, back pain, stress. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported muscle soreness, back pain, stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.